Manufacturer narrative:
Additional lot involved in eventlot no. Mfg. Date 2189632 10/03/2009per the instructions for use, "possible adverse effects" include:"bending, fracture, loosening or migration of the implant""pain, discomfort, or abdominal sensations due to presence of the implant"

Event description:
It was reported that a revision surgery was scheduled due to patient's indication of pain in their legs. Upon extraction, the screws were found to be bent. Patient outcome: no adverse effect reported as a result of this event.